Event description:
It was reported the pt had an scs system, including a surgical lead, implanted. The pt reported that since a recent fall, his stimulation is not the same. An x-ray of the pt's system was taken but showed no anomalies. The lead was explanted and replaced. Neither the lot number nor the implant date were provided; therefore, no mfg or expiration date could be determined. The explanted lead was returned to the MFR for analysis. Follow up on the pt found that he is doing well.

Manufacturer narrative:
Results: no functional testing was performed as only a partial lead was returned for analysis. Visual inspection found the wire to channel 11 was broken inside the contact; however, it is not possible to determined when this break occurred. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.